Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). Other relevant device(s) are: product ID: bi71000450, serial/lot #: not available. The manufacturer representative went to the site to test the imaging system. The reported issue was and troubleshooting was performed the ps1 voltage was measured and adjusted. The system was functionally checked and was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was beeping, no x-ray was possible. No patient was present at the time of the event.